Event description:
It was reported by the affiliate that the (1) tir20 was used during a curettage procedure. It was reported that the clips would not feed. A tim20 was discarded. The case was completed with another instrument. There was no consequence to the pt.